Event description:
Additional information received on 17september2018: the procedure was completed successfully with another pump. The other pump was in another room but was available for use. The failure was noted pre-operatively.

Manufacturer narrative:
Product complaint # depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: device manufacture date: investigation summary -the device was received at the service center and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (water was overfilling and the unit would not operate correctly). Replaced worn springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue. Per sb, performed software upgrade to 3.11 and cpld version upgraded to 1.7. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the reported failure was thus identified as worn pressure arm springs. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> DHR review: part number: 284002 serial number: (B)(4). Supplier lot number: 0301894376 qty of lot: 15 pieces release to warehouse date: 2014-05-13 expiration date: n/a supplier: kimball manufacturing site: poland any anomalies or discrepancies in the manufacture of the lot: not observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep who called in an issue with an fms vue pump. Water was overfilling and the unit would not operate correctly. There was no patient harm and no delay in surgery.